Event description:
It was reported that an alert for high, out of range, high voltage lead impedance was observed. No patient symptoms were reported. Review of trends showed a gradual increase in the impedance. Dft testing was performed and showed normal function. The patient will be more closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.